Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Visual and functional tests were performed on the returned device. Upon functional testing, the device failed the accuracy testing. The probable cause of the reported problem is damaged pressure detector. The device passed all functional tests after the repair.

Event description:
The event involved a plum 360 infusion pump, and upon investigation, it was found that the device failed the accuracy test. There was unknown patient involvement.